Event description:
Problem: "the unit did no work for some minutes when it was connected to a patient. Before and after that moment the unit work properly. The unit was calibrated just a few weeks ago. The patient died later. Client did not have material in order to be sure that the ventilator did not work. They did not present a formal complaint because of that".